Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented via merlin.net transmission, an episode of atrial fibrillation (af) was noted. The physician described as a long pause and pacing was inhibited due to oversensing of apparent low level noise. Programming changes were made. The patient will continue to be monitored. No further information is available at this time.